Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that hardened non-homogeneous cement was inside the tube. No cosmetic damage or issues were observed, therefore the complaint allegation cannot be confirmed. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot # 5b53811. Bpz vertecem v+ cement kit se_386348 rev. Ae was reviewed and the following instruction about the de cement preparation were found: for mixing traumacem v+ injectable bone cement a sterile working area is needed. During preparation, mixing and transfer make sure to always handle the mixing device by gripping the blue parts. If the transparent part is used as grip the excess body heat provided by the users hand might result in a shortened application time. 1. Open the glass ampoule by breaking off its neck with the plastic cap. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. 2. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. 3. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid. Make sure that both mixing lid and the sealing plug on top of it are securely tightened. 4. Start mixing the vertecem v+ cement kit bone cement by pushing and pulling the blue handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. 5. Once cement has been mixed, remove the sealing plug and connect the mixing device to a compatible application system. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #07.702.016s. Lot # 5b53811. Manufacturing site: werk selzach logistik. Release to warehouse date :04.feb.2025. Expiration date : 01.feb.2028. Supplier: osartis gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the device could not push handle. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.